Event description:
Per medwatch, while performing biopsy during bronchoscopy - forcep broke off with part of alligator cup left in patient, broken piece was noted on x-ray and was retrieved with suction per bronchoscope. Patient has not been back to hospital for any additional treatment.